Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on (B)(6) 2021 due to infection, approximately one months after the first surgery. The surgeon was explanted centered glenosphere w/ screw cocr/ta6v 10° tilt ø36 mm , humeral cup 135/145° standard pe/ta6v ø36 +3. The surgeon implanted the same size of cup and the same glenosphere.